Manufacturer narrative:
At this time, the pacemaker has not been returned. This investigation will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that the right atrial (ra) lead connected to this pacemaker was surgically abandoned due to high out of range impedances. This pacemaker was explanted due to normal battery depletion during the same procedure. No additional adverse patient effects were reported.